Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, a loss of low voltage (lv) output and a loss of sensing was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of no pacing and failure to sense were not confirmed. Device was received at beginning of life (bol) range of operation. Functional analysis of device was performed, including output monitoring and sensitivity test, and no issues or anomalies were noted. Further analysis of the device header did not reveal any issues that could contribute to the field complaint. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.